Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: it was reported, after opening the package and checking the ncircle delta wire tipless stone extractor prior to the procedure, it was found the wire sheath in front of the handle was bent. The basket wire could not be closed after being opened. The procedure was completed after the device was replaced with a product of the same product reference number. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures, as well as a visual inspection and function test of the device were conducted during the investigation. The device was returned in open packaging to cook for investigation. The basket sheath was deformed near the yellow support sheath and the handle could not actuate the basket formation. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which cautions, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ the returned device was found to have a basket that would not function due to sheath damage. Based on the available information, the provided information stated the issue was discovered after the device was removed the package but before the procedure. It is possible that a handling issue occurred when removing the device from the package, or other handling of the device before use. No information related to device handling is known, therefore cause for the damage could not be conclusively determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that after opening the package and checking the ncircle delta wire tipless stone extractor prior to the procedure, it was found the wire sheath in front of the handle was bent. The basket wire could not be closed after being opened. The procedure was completed after the device was replaced with a product of the same product reference number. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Street: (B)(6). Street line 2: (B)(6). Postal code: (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.